Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not confirmed, and a root cause could not be identified. It was probable that the video connector might have been connected to otv-s300 with foreign matter or fluid on it, which caused poor communication at the electric contact area and resulted in the generation of imaging noises. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual of otv-s300 identifies the following related verbiage which could have prevented the phenomenon: ¿the video jacket should be connected to the video system center in a well-dried state, including electrical contacts. Also, check that there are no abnormalities in the electrical contact points (contamination of chemical liquid residue, water acupuncture, sebum, dust, gauze bubbles, etc.) Before connecting them. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no imaging issue noted during the device evaluation. However, there was liquid adhesion found inside the video connector receiver. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his oiympus visera elite ii video system center was producing an image, but the image was defective. There was no patient harm reported as a result of this event.